Manufacturer narrative:
The customer received a replaced new device. The suspect device is returned to manufacture for further analysis. Analysis was performed by philips manufacture in shenzhen china. The reported problem cannot be reproduced and there were no related error records with ECG functionality. After several weeks test, the device passed all test. The cause of the component failure could not be determined.

Event description:
Philips received a complaint on the defibrillator indicating that the device had intermittent ECG misrecognition. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1:, (B)(6) reporter city: , reporting address state: , reporting address postal: , reporting institution phone:, reporter phone: . A follow up report will be submitted upon completion of the investigation.